Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Stock lots reported: j4k1296x, manufacturing date: 10/01/2014, expiration date: 10/31/2019. J5g0131x, manufacturing date: 07/01/2015, expiration date: 07/31/2020.

Event description:
According to the reporter, during a nissen procedure, the needle broke during insertion into the device. They cannot get the broken needle out of the device. They have to fire the device to get the needle out of the device. No harm to the patient. Another device was opened to complete the case.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instruments were then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken needle and the misaligned flat pin. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications at the time of manufacture. The complaint data did not display an increased trend. A secondary condition associated with interference between an internal handle component and the green toggle lever was noted. Assembly enhancements have been implemented to address the secondary finding. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.